Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2015-00332. Per the investigator, the ground wire on the cable was open and it failed testing. The power cord did supply power to the motor. Replacement parts may not be available at this time.

Event description:
The service repair technician (srt) reported that during the evaluation of emdr #1828100-2015-00332 at the service center, the power cord of the sternal saw motor did not pass electrical testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed electrical safety test observed customer motor failed impedance testing. Power cord will be replaced with new part. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.